Event description:
A 68 year old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient had a known coronary artery disease, renal insufficiency and required dialysis. Access for the impella pump via right femoral artery with no ultrasound used for puncture. Leg of the patient was amputated made aware of patient leg amputation on 30th of december. Patient had known peripheral arterial disease with history of amputation of toes on same leg. This was the leg with the access site for impella. Care of patient was withdrawn a day later and patient expired. Death was conservatively coded as most likely due to underlying disease and not device-related. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Recommendation for impella access site includes using an ultrasound guided puncture, which was not used in this case.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in h6. H6: patient code changed from no information available to ischemia. Corrected information has been provided in e1 (zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report.